Event description:
It was reported that during examination, the cs100 intra-aortic balloon pump (iabp) unit is giving autofill failure error.

Manufacturer narrative:
A getinge field service engineer was sent to investigate and was able to reproduce the issue. The fse determined that the safety disk, pressure transducer and both batteries needed to be replaced. The customer declined service to the unit. The iabp was returned to the customer but not cleared for use.

Event description:
N/a.

Manufacturer narrative:
Corrected data: due to character restrictions in block telephone number : (B)(6).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit is giving autofill failure error. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). Due to character restrictions in block e1 address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is giving autofill failure error.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)